Event description:
It was reported when using the bd pyxis medbank drawers did not open, preventing user from dispensing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers failed to open. A field service engineer replaced all the parts to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.